Manufacturer narrative:
Compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor system alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. Customer also reported that the device was stuck in the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.